Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the left speaker.

Event description:
Philips received a complaint on the patient monitor efficia cm100 indicating that the left speaker was damaged, and the speaker did not emit sound. The device was in use on a patient at the time of the event. There was no adverse event reported.